Event description:
The device was returned to a third party service center for evaluation. During evaluation, foam particles were observed in the device assembly. No error codes were found in the device log history. The device was scratched. Dust/dirt was observed inside the device. The device was scrapped. There is no allegation of serious or permanent harm or injury. No medical intervention was reported.